Event description:
It was reported that the patient presented in the clinic for atrial lead revision. The patient was brought to the clinic on (B)(6) 2025. Upon interrogation, the atrial lead exhibited loss of capture. A chest x-ray confirmed that the atrial lead had dislodged. Programming changes were made. A holter monitor was ordered on (B)(6) 2025, and showed that av desynchrony pacing was occurring from the left bundle pacing lead. The patient was brought into the clinic on (B)(6) 2025, and the atrial lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The helix was stretched and clogged with blood. X-ray examination of the lead found the helix was stretched consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.